Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (establishment name), e2 and e3. Additional information added to fields: h2 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 (eleven) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the biopsy channel port was scraped by passing through cleaning brush with coiled shaft at reprocessing. The event can be detected by following the instructions for use which state: instructions 3.2 preparation and inspection of the endoscope. Inspection of the endoscope. Inspect the control section and the endoscope connector for excessive scratching. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope forceps channel port was shaved. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.